Event description:
Investigation ongoing-results pending. Adverse event due to possible machine malfunction related to transducer failure. Report will be amended as indicated upon completion of investigation.